Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 10, 2021 that a flexiva ID tractip 200 laser fiber was used in a laser lithotripsy procedure in the kidney performed on (B)(6) 2021. It was reported that the laser unit used was a lumenis pulse 100h laser console. It was reported, during the procedure, the nurse unscrewed the laser fiber and it was noted to be broken at the rubber or metal connection point. The nurse got a mild burn. The severity of the burn was minor/mild and was treated with a localized treatment. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.